Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar cautery instrument tip was broken and wire exposed. The missing piece did not fall into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The insulation is not damaged. The missing piece measures approximately 0.172" x 0.241" in length and was not returned. No functional test could be performed on the in-house system due to the damaged component. An electrical continuity test was performed, the instrument passed. The root cause for this failure is likely attributed to mishandling/misuse.